Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and the root cause was determined. The reported complaint was able to be confirmed and duplicated xdcr pt802 failed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr ordered a part and will install it once it arrives at the customer site. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire the vela ventilator was autocycling and showing low volume readings. The customer advised there was no patient involvement associated with this event.